Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The sample was received without the original packaging in a plastic bag. Visual inspection found no damage of the components, no contamination, and no conditions that may cause failure mode reported. Functional testing was unable to confirm or replicate the reported event. The device passed flow and leak testing. Root cause could not be determined as the reported event was not confirmed. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that the infusion set tubing was leaking near the filter. The patient was advised to turn off pump . Reporter confirmed the tubing leakage. 17ml of dose had been missed due to continual alarms of downstream occlusion. There was no patient injury reported.